Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the left circumflex artery. A 2.50x38mm promus element plus drug-eluting stent was advanced; however, the stent had difficulty reaching the bifurcation lesion, and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the left circumflex artery. A 2.50x38mm promus element plus drug-eluting stent was advanced; however, the stent had difficulty reaching the bifurcation lesion, and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. A 2.50x38mm promus element plus, mr, ous stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged with stent struts lifted. The stent was moved on the balloon in a distal direction over the distal markerband. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. A review of the DHR (device history record) found that all devices shipped from the batch conformed to the preventive measures/current controls. A review of the crimped stent manufacturing data was carried out and no anomalies were noted.

Manufacturer narrative:
Device is a combination product.